Manufacturer narrative:
Evaluation / investigation: a review of complaint history, the device history record, quality control data, and specifications was performed. A visual inspection and functional testing of the returned device was also conducted. One device was returned for evaluation. The device was returned with the handle in the open position. A visual examination noted the support sheath is bent severely. The collet knob is tight and secure. The male luer lock adaptor (mlla) is finger tight. The polyethylene terephthalate tubing (pett) measures 2.7 cm in length. A functional test was performed and the handle does not actuate the basket formation. The support sheath and the basket sheath were found to be detached. There was adhesive noted on the basket sheath where the support sheath should be. The customer complaint was confirmed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and there were no non-conformances noted. A review of complaints history revealed this the only complaint that has been received for complaint lot number 7765392. Based on the provided information and the investigation evaluation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
During a right ureteroscopy, the device failed to deploy when the clinician tried to extract tissue from the ureter. The physician planned to use the basket to grab tissue that had recently been resected. No additional procedures or adverse effects to the patient were reported as a result of this product problem. Additionally, it was reported the patient was recovering at home.